Event description:
Not reportable - device belong to a different complaint. The account has not released the device for analysis at this time.

Event description:
It was reported that during a roux-en-y procedure, while the using the device there was an error code (instrument error). The device was removed and then they proceeded to use the same device. This is when the tip fractured and the surgeon could not find the tip in the patient, so it was left there. When the surgeon learned from the sales rep that the tip was made of titanium alloy, he felt it was fine to leave it in the patient. Another device was used to complete the procedure. Additional information: surgeon advised: the patient has had no known problem with the issue at hand.

Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked, but not broken off as reported. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Manufacturer narrative:
(B)(4). Corrected data: other # = (B)(4) (batch #), exp date = 07/09/2016; manufacture date: 08/09/201. Conclusion: customer will not release device. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
Although the device analysis referenced in supplemental report #1 did not belong to this event as referenced in supplemental report #2, file remains reportable as a malfunction.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. If the system senses a generator, hand piece, or instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Error code 5: instrument failure. Tighten instrument using blade wrench and carefully remove any tissue which may be lodged inside the distal end of the instrument sheath. Press standby to clear error and return to ready mode. Activate system. If the pre-run test is running, ensure instrument is in the air. If using shears, ensure that jaws are open and not in contact with any object during pre-run test. If error persists, install a test tip press test button. If hand piece error occurs, replace hand piece or install new test tip and press test. If no error occurs, replace instrument. Press standby to return to ready mode. Activate system. When these steps are not followed, and the surgeon continues to use the blade, (which may be cracked due to damage, the crack can propagate and result in a broken blade.

Manufacturer narrative:
(B)(4).